Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of both essure devices in their entirety') in a female patient who had essure (batch no. A14902) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (double laparoscopic salpingectomy and left cornuectomy). Essure was removed. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: she was symtomatic during essure treatment and asymtomatic after their removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of both essure devices in their entirety') in a female patient who had essure (batch no. A14902) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy and left cornuectomy for essure removal). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: she was symptomatic during essure treatment and asymptomatic after their removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 30-jan-2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of both essure devices in their entirety') in a female patient who had essure (batch no. A14902) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpigectomy and left cornuectomy for essure removal). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: she was symtomatic during essure treatment and asymtomatic after their removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.